Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during an angiogram of the right iliac artery causing some minor blood leakage (estimated at less than 5-cc). The physician stated that he re-attached the side-tube and the procedure was successfully completed with no impact to the patient.

Manufacturer narrative:
An usused return sample, and retention samples were evaluated. All samples were found to be within specification with no abnormalities. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.